Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to therapy upgrade. No additional adverse patient effects were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since the device was explanted due to therapy upgrade.